Event description:
Additional information received reported that the patient was seen at the healthcare professional (hcp)¿s office with the manufacturer¿s representative and was doing ¿much better.¿ it was determined that the patient overdosed on the oral medicine 2015-(B)(6). The reporter met the patient at the emergency room and had been instructed to have the pump turned to the minimum rate at that time. The pump was currently being slowly titrated up by the hcp. The patient¿s daily dose was increased the day prior to this report from 1mg/day to 1.25mg/day and the next increase/refill will be in two weeks. The patient complained of being in pain but is otherwise healthy.

Manufacturer narrative:
Product ID 8780, serial# (B)(4), implanted: 2014 (B)(6); product type catheter product ID 8835, serial# (B)(4); product type programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient overdosed on oral medication and was brought to the emergency room. The patient experienced headache, nausea and sleepiness. The pump had been programmed to deliver morphine (5mg/ml) at a dose of 1.5mg/day; this was reprogrammed to deliver at a minimum rate of 0.0307mg/day. The patient was admitted to the intensive care unit (ICU). The patient status was reported as ¿alive ¿ no injury¿. The patient outcome was not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.